Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer woke up with an elevated blood glucose (bg) level one morning last week of 300 (mg/dl). A bolus was delivered to address bg level. The customer stated the elevated bg was possibly caused by a bad site however they were unsure. System check for the elevate bg level with tandem technical support could not be performed as the customer had already changed the supplies prior to the call.